Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Abbott service performed troubleshooting and determined there were cracks in the cuvette which was considered the likely cause of the discrepant results. Review of the analyzer service history identified no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the cuvette on the architect c16000 system revealed no adverse trend, systemic issues, or nonconformance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated an elevated magnesium result while using the architect c16000 analyzer. The customer provided the following results: sid (B)(6) initial 6.51 mg/dl, retests 2.02 mg/dl . Sid (B)(6) initial 6.09 mg/dl, retest: 2.06 mg/dl. No impact to patient management was reported.